Event description:
It was reported that during a shift check the autopulse resuscitation system lcd display flickered on and off. The platform constantly displayed a "low battery" message even with fully charged batteries. No patient involvement was reported. No additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and confirmed that the front enclosure was damaged. No other damages were noted. A definitive root cause for the damaged front enclosure could not be confirmed. The reported issue of the platform display flickering was confirmed during power up. The lcd was found to be defective, however, a definitive root cause could not be determined. Four different fully charged batteries were inserted into the returned platform and the reported issue of the platform indicating "low battery" with fully charged batteries in place could not be reproduced. Functional testing of the platform was performed by running the platform for 10 minutes. Following this test, the platform was again run with the large resuscitation test fixture (equivalent to a 250 pound patient). The platform functioned as intended during these tests and met functional test requirements. In summary, the reported issue of the platform display flickering was confirmed during power up, however, a definitive root cause for the failed lcd could not be determined. The complaint of the platform display indicating "low battery" with fully charged batteries inserted could not be reproduced.